Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 2420-0007 , batch#: unknown. It was reported by the customer that was changing fluid lines when the pump segment snapped in half from the safety clamp area. Tubing was hooked up sterile to a central line when broken. Actual product packaging was tossed by another nurse who was unaware of the situation at the time. Verbatim: rcc received a complaint via email. Email(s) attached. Customer reference: (B)(4). Cardinal po: (B)(6). Item: 2420-0007. Customer po: (B)(6). Lot#: n/a. Case intake form submitted thru cardinal: (B)(4). Initial reporter: xxx description as reported: product snapped in half. Rn was changing fluid lines when the pump segment snapped in half from the safety clamp area. Tubing was hooked up sterile to a central line when broken. Actual product packaging was tossed by another nurse who was unaware of the situation at the time. Sample location: n/a.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of pump segment separation from the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.